Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during preparation for the water vapor therapy procedure, the patient had been sedated with general anesthesia, when the generator was started, error 400 was received. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under sedation.

Event description:
It was reported that during preparation for the water vapor therapy procedure, the patient had been sedated with general anesthesia, when the generator was started, error 400 was received. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under sedation.

Manufacturer narrative:
Upon receipt of this generator, the device was thoroughly analyzed. The service department was able to replicate the reported 400 (3 rf power tolerance errors (341, 342, 343) which didn't resolve with power cycle) error code. It was determined there was a problem with the rf bovie power supply. Additionally, damage to the usp insert panel was also observed. It is probable that the error was received due to the electrical failure with the power supply. Based on analysis results, a probable cause of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during preparation for the water vapor therapy procedure, when the generator was started error 400 was received. The procedure was not completed due to this event. This event is being reported for aborted/cancelled procedure with a patient under sedation.

Manufacturer narrative:
Upon receipt of this generator, the device was thoroughly analyzed. The service department was able to replicate the reported 400 (3 rf power tolerance errors (341, 342, 343) which didn't resolve with power cycle) error code. It was determined there was a problem with the rf bovie power supply. It is probable that the error was received due to the electrical failure with the power supply. Based on analysis results, a probable cause of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during preparation for the water vapor therapy procedure, the patient had been sedated with general anesthesia. When the generator was started, error 400 was received. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under sedation.